Event description:
The customer reported that the unit would not boot. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The single board computer and the software were installed during the service call. The sys was tested and found to be working as intended and put back into service.